Event description:
Received report from a consumer who sought medical treatment for bad cramps and bleeding after the end of menses. Consumer indicated doctor removed a piece of plastic believed to be a part of a tampon applicator.